Event description:
It was reported the patient attempted to prime tubing, fluid did not advance down tubing. Patient reloaded tubing/cassette and reattempted. Fluid still did not advance down tubing. New tubing was successfully primed. Pump also had air alarm settings active. Noted that tubing did not have fluid advancing prior to attaching client. No serious harm reported. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection: no obstructions nor other workmanship defects were detected in none of the joins of the product, only a kink was detected on the pump tube in the samples caused by the free flow protection (ffp) system since that it was returned without the blue clip; this condition keep pump tube flat avoiding liquid can be pass freely. Functional test: the sample received was connected to IV bag to prime product by cadd pump solis; the fluid present difficult to prime in the sample because fluid does not flow as expected (more than 10 cycles), is not constant compare with one unit that was taken from the current production, thus failure mode reported is confirmed. Based on the analysis conducted in the sample provided, the failure mode could be reproduced, and it is concluded that the kink on pump tube does not allow the product fully priming; however it is not possible to relate cause with manufacturing process, due to sample was received without blue clip to avoid this condition, thus sample is considered as manipulated previous to the be tested. The cause of the reported problem could not be determined. Summary of DHR review: there were no relevant findings detected regarding the failure mode reported in the DHR.